Event description:
It is reported that the lens was explanted due to the improper intraocular lens (iol) power was chosen for the patient. No adverse effect and no patient injury were reported.

Manufacturer narrative:
The lens was received with surface residuals, optic crack, and one of loops (haptics) was pinched. This condition appears to be related to the lens explant process. A manufacturing certified operator inspected the lens for optical properties following established procedure. Optical inspection results showed that the lens is 27.0d. The result of diopter inspection was found within the production order specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.